Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted left partial nephrectomy procedure, the patient experienced bleeding that required a subsequent procedure. During the initial assessment, when the patient began to decompensate, a drug reaction was initially suspected. However, after abnormal blood gas analysis results were obtained, bleeding was identified as the likely cause, prompting the surgeon to perform emergency open surgery. The patient received three units of blood. Following the procedure, the patient was transferred to the intensive care unit (ICU) and was reportedly in stable condition. Additional information has been requested; however, no response has been received.